Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. We have forwarded the complained instrument to the responsible development engineer for evaluation, here is the result: the instrument has been measured and found to be according to the given specification. The protection sleeve is fully functional. The two boreholes of the aiming arm have been checked, we found that the inner surface of one borehole is slightly damaged, the other one is fully intact. It is possible that the protection sleeve had not been positioned accordingly and resulted in the damage of the inner surface. No product fault could be detected. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: not previously reported. Device received. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Method: not previously reported. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon inserted the outer sleeve for a hip screw into the afn aiming arm 357.522 lot. 8305959 and noticed it was difficult to insert. Then, the sleeve could not be removed and had to be disconnected from the entire aiming arm from the jig. The surgeon reported this added approximately 45 minutes to the case. Material has not yet been received. This is report 2 of 2 for complaint (B)(4).